Event description:
The manufacturer received information alleging a ventilator was continuously alarming. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The tubing connecting the sensor board to the active exhalation control module was found to be disconnected. The tubing was reconnected to address the issue.